Event description:
A customer reported at the end of a case no suction was available in the reflux mode. The cassette and footswitch were changed out, following a 10 minute delay, and the case was completed with lower than normal suction. There was no harm to the patient reported.

Manufacturer narrative:
The company representative examined the system and could not duplicate the reported event. The company representative found the 30psi regulator to be at 35.8psi, but was able to adjust it to within specifications. Preventative maintenance was performed in which the cpu battery was replaced. The system was then tested and met all product specifications. The 30psi regulator adjustment and cpu battery are not related to the reported event of no reflux. No samples were returned for evaluation, and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unknown. (B)(4).